Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's spouse reported via phone call that the customer was hospitalized. He explained that the customer was getting her foot amputated due to diabetes. Blood glucose value is unknown; it was stated that the customer did not experienced high or low blood glucose or issues with the insulin pump. Spouse stated that they had to remove the insulin pump because the customer was given a lot of medication and the she was not cognitive to wear it. Assistance to clear a bolus reminder the insulin pump was alarming. Spouse stated that the insulin pump alarmed battery out limit after changing the battery. He was assisted with clearing it and was advised to refer to the doctor for any settings changes needed.